Event description:
A female transferred for left heart cath due to non-st elevated mi. Heart cath revealed om lesion dilated and stented with taxus stent. Patient did fine until angioseal placed in groin. Area around the seal became reddened and the pt developed hives in the groin area. She became lightheaded and short of breath. She was given solumedrol, benadryl, epinephrine and intubated. Easily extubated the next day, allergy/immunology and rheumatology were consulted. The rheumatologist stated that, "the safety and efficacy of angioseal use in ra or other autoimmune disease has not been well established as patients have been excluded in the trials for this device. There is a theoretical concern with the presence of bovine collagen inciting an inflammatory reaction." The allergist stated that either the angioseal or cath dye may have caused the reaction. Awaiting results of rast test. Latex ige was elevated at 45.3. Pt does not have a known latex allergy and had no further reactions although no latex precautions were established.